Event description:
Follow-up information was received on 20-oct-2020. The initial narrative was amended, the sentence the outcome of the events severe frontal headache, dizziness and vomiting was not reported, was amended to the outcome of the event vomiting was unknown. Due to the provide information, the outcome of the event severe frontal headache was considered as not resolved. The author informed that the patient received the injection elsewhere and that they did not know what particular hyaluronic acid filler the patient received. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event isolated superior rectus palsy (ophthalmoplegia) was deemed to meet serious criteria of medical and surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Downie, e.m., chen, y., lucarelli, m.j., burkat, c.n. (2020). Isolated ophthalmoplegia following filler injections to the upper face. Ophthalmic plast reconstr surg. Page e1-e3. Doi: 10.1097/iop.00000000000016790.

Event description:
This MDR is linked to MDR 3013840437-2020-00050 (partial third nerve palsy / ophthalmoplegia (ophthalmoplegia)) referring to the same literature article. This literature report from us concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid into temples, malar and periorbital region. During the malar injection with hyaluronic acid, the patient experienced severe frontal headache and nausea. She was treated immediately with hyaluronidase around the left temple and periorbital region without improvement in symptoms. At no point was there blanching or bleeding at the injection site. The patient then developed dizziness, binocular diplopia and vomiting. Subsequently, she was taken to the emergency room. The patient underwent ocular exam, including visual acuity, pupils, anterior segment, and dilated fundus exam, which was unremarkable, except for hypotropia and limited supraduction, -3, of the left eye. Magnetic resonance imaging of the head and orbit and magnetic resonance angiography of the head were unremarkable. Specifically, there were no findings of an acute infarct, hemorrhage or mass effect to explain the patient's ocular motility deficit. After discharge, the patient started experiencing pain over the left eye. Three days after the treatment, the patient started on a one-week methylprednisolone taper (medrol dosepak) and aspirin 81 mg to treat empirically for possible ischemic cranial nerve palsy. The patient reported improvement in her eye pain 6-7 hours after she started steroids. The ocular motility deficit and diplopia resolved over the next 8 weeks. As reported, although an ischemic third nerve palsy was reportedly related to cosmetic hyaluronic acid filler injection, this patient's findings were more consistent with an isolated superior rectus palsy given lack of ptosis. Immediately following the injection of hyaluronidase, the patient did not have any evidence of ocular abnormality other than a limitation in elevation of the left eye. The outcome of the event isolated superior rectus palsy was reported as resolved. The outcome of the events severe frontal headache, dizziness and vomiting was not reported. Due to the provided information, the outcome of the event pain over the left eye was considered as resolving. In the opinion of the authors, complications following periorbital facial filler injections were rare, but when they did occur, they could result in serious or even vision-threatening complications. Individuals who develop ophthalmoplegia related to facial filler may recover function over time. However, in some cases, the injury was permanent and patients need to be aware of this risk prior to injection. The authors speculated that the dysmotility may, in part, be related to filler toxicity to extraocular muscles, causing a myositis which could explain the patient´s rapid eye improvement in eye pain after starting steroids, but given her near immediate onset of diplopia, an inflammatory mechanism could not be the sole cause of the ophthalmoplegia according to them.